Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump was losing power intermittently. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple call service alarms were recorded on (B)(4) 2014. Visual inspection revealed that the battery compartment was intact; no damage was observed. The battery cap was able to be fully secured to the pump. There was no evidence of moisture contamination inside the battery compartment. The pump was exercised for 24 hours with no power reboots, power losses, or call service alarms occurring. A leak test was performed and no leaks were found. The pump case was removed and no evidence of moisture contamination was found inside the pump. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation. The complaint of moisture/corrosion in the battery compartment was not able to be confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.